Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison results on pt/inr cartridges compared to lab instrument on a male patient. There was no patient information available. Date, I-stat, lab: (B)(6) 2013, 3.4, 4.9; (B)(6) 2013, 2.5, 2.1; (B)(6) 2013, 2.1, 2.1; (B)(6) 2013, 4.6, 3.4; (B)(6) 2013, 3, 2.3; (B)(6) 2013, 4, 5.2; (B)(6) 2013, 1.9, 1.7; (B)(6) 2013, 3.5, 3.7; (B)(6) 2013, 3.9, 4.3; (B)(6) 2013, 4, 4.3; (B)(6) 2013, 4.5, 4.2; (B)(6) 2013, 2.1, 2; (B)(6) 2013, 3.5, 3.4; (B)(6) 2013, 3.5, 2.9; (B)(6) 2013, 2.5, 2.5; (B)(6) 2013, 1.7, 1.2; (B)(6) 2013, 2.8, 2.6; (B)(6) 2013, 3.7, 4.6; (B)(6) 2013, 3.3, 2.9; (B)(6) 2013, 3.5, 3.3; (B)(6) 2013, 4.1, 4. Based on the information available at the time there were no injuries associated with this event.